Event description:
A regulatory agency reported that the gas dose injected in two pts was too high during surgery. Nurses mixed 100% gas instead of 15% and as a result of the event, pts experienced unbearable pain and total blindness for several days. Add'l info provided by the surgeon indicated both pts presented with no light sensing vision, pressure of 00 mmhg, and choroidal detachment during a f/u visit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. (B)(4).